Event description:
It was reported that there was a surging sensation. This had occurred approximately 10-12 times since yesterday. This started to occur after the patient got into a car accident. It was noted that adaptive stim (as) was enabled for upright and lying only. The patient believed this happened only while lying down. It was noted that impedances were good and when it was not surging, therapy was great and in the same location. Amplitude upright voltages for a1: 9.4 and a2: 9.6. Lying voltages for a1: 9.1 and a2: 9.3v. It was later reported that as was disabled. The patient did not want to turn off her stimulator completely. A manufacturing representative (rep) told her to wait a few days then enable as again to see if the issue resolved. The rep had not heard from the patient since the appointment at the office. It was unknown if the issue was resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).